Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-n. Corrected brand name: base unit servo-n. D4 - version or model # previous version or model #: servo-n. Corrected version or model #: 6688600.

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs indicated that a leakage occurred in the patient circuit. The root cause of the reported event has not been determined but was most likely due to a leakage.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had a deviation error. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).